Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, while checking the cuff, it was difficult to inflate and deflate the cuff; and air could not be removed from the cuff completely (air was remained inside the cuff at the time of deflation). The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
Additional information: (UDI #), (name, email), (phone, fax #). Evaluation summary: one sample and stylet were received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed that inflation and deflation were difficult. Visual inspection was performed and it was observed the inflation line tubing was collapsed inside the lumen of the tube. Formal investigation has been initiated to address air restriction issues. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.